Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the transplant coordinator that the pt was transplanted (B)(6), 2012. The pt's echo showed aortic valve (av) opening despite increased speed (echo speed trial) and hemolysis. Half of the pt's blood flow was going out the av and half though the pump.